Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a low air leakage, with no patient involved at the time of the issue's detection. An evaluation by the authorized service provider (asp) revealed that the standby was disabled and, upon adjustment, the device functioned properly without any malfunctions. It was determined that the reported issue stemmed from user error. The device passed all necessary performance verification tests according to philips standards and was returned to service. The investigation concluded that no further action is required unless new information arises, at which point the complaint file will be reviewed again.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).